Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was in the high 400's mg/dl at the time of incident and was 270 mg/dl at the time of call. Troubleshooting found that drive support cap, basal settings and time and date programming were normal. Customer not sure if bolus wizard is correct and will follow up with doctor about wizard. Customer declined to perform a high pressure test. Customer was advised to change out the entire set, reservoir and insulin and treat per doctor's instruction.